Event description:
Customer reported the ett hubs on the taperguard tubes are loose and separate from the endotracheal tubes easily. Covidien is in the process of obtaining further information surrounding the circumstances of this report.

Manufacturer narrative:
The sample was not received for evaluation. The manufacturing process was reviewed, there is no potential risk. Visual inspection during the manufacturing process is performed at 100% (all pieces are checked by different operator). The guidelines and manufacturing controls are acceptable and all manufacturing controls were found effective to detect the reported failure mode. (B)(4).

Manufacturer narrative:
(B)(4). A tracheostomy tube was returned for investigation. A visual inspection was conducted and found the flange was detached from the tube and the snap head was also damaged. The reported malfunction was confirmed in the returned sample. The manufacturing guidelines and controls were reviewed and found acceptable and effective to detect separation of this magnitude. The reported malfunction found in the received sample is not confirmed as related to the manufacturing process.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report. Reference related medwatch reports: 2936999-2014-00236 and 2936999-2014-00237.